Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling cold, shaking and making moaning sounds. It was also stated that the patient experienced hypothermia. The patient was treated with a thermal blanket. The patient was released the following day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer (phb) data showed that the automated glucose control (agc) algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values (egvs) and user inputs.